Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve, and cancer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed unknown brown contamination on the top enclosure. Unknown white, brown, and black dust-like contamination, inconsistent with degraded sound abatement foam, at and inside the air inlet. Unknown brown sticky contamination on the rear panel. Potential black hairs/fibers, inconsistent with degraded sound abatement foam, around the iso (international organization for standardization) port. Unknown white dust-like contamination and potential black hairs/fibers, inconsistent with degraded sound abatement foam, inside the iso port. Unknown white dust-like contamination on top of the blower motor and the blower outlet seal. Potential fluid/water spots on the bottom of the blower motor, indication potential fluid/water ingress. Potential fluid/water spots in the blower box, indicating potential fluid/water ingress. Unknown brown and white contamination in the blower box. Potential black hairs/fibers and black dust-like contamination, inconsistent with degraded sound abatement foam, in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In this report, linv was captured in box d: device third party device avail for eval. Date returned in box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve, and cancer. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.